Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the maxzero connector leaks blood when disconnecting them. There was no report of patient harm.